Event description:
On (B)(6) 2025, the user reported an urgent low glucose alert with the ilet reading 50 mg/dl while also receiving a sensor error from freestyle libre 3 plus continuous glucose monitoring (cgm). The user treated with glucose tablets, and a fingerstick showed 123 mg/dl, which was entered into the ilet. Later, the user called back after receiving another sensor error instructing to check again in nine hours. The agent explained the error and advised contacting abbott for assistance or manually entering bgs while in bg run mode. The lowest blood glucose (bg) recorded was 47 mg/dl. Bg was corrected with glucose tablets. The user's reported symptoms included sweating and feeling slow. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.